Event description:
Olympus was informed that six patients developed pseudomonas aeruginosa infection after undergoing a cystoscopy procedure. Olympus followed up with the user facility to obtain more detailed information regarding the report and was informed that all six patients were examined with the same cystoscope. All patients were provided an antibiotic. No further information was provided. This report is for patient 6.

Manufacturer narrative:
The device has been returned to olympus for evaluation. It was found that the scope was leaking from the instrument channel. There was fluid in the bending section, stretch on the bending section sheath, crack on the a-rubber glue and minor scratches on the control body. The device was sent to an off site laboratory for microbiological testing and the result came back negative. The exact cause of the patient's outcome could not be conclusively determined at this time. A supplemental report will be submitted if additional and significant information becomes available later. Please cross ref the following reports for the other five patients: 2951238-2014-00059, -00060, -00061, -00062, -00063.